Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touches. Reportedly, there was a delay in responding when the contact pressed multiple buttons. The customer's blood glucose level was 580 mg/dl and was addressed by administering a manual injection. Additionally, the contact reported the touchscreen unresponsiveness caused skin irritation. During troubleshooting with tandem technical support the touchscreen functioned as intended. Customer would continue to use the pump for insulin therapy.